Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lap chole. The green bead at the end of the device, i.e. Just in front of the bag, came off, causing the bag to end up in the abdomen because the bag comes loose from the tension spring. Comment from market implementation specialist: you can use the translation, however you can also use that the bag came loose from the metal prongs. It might be more clear for the engineers. Additional information received by email from applied medical representative on (B)(6) 2021: the bag fell off immediately upon deployment. The event date was (B)(6) 2021. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.

Event description:
Type of procedure: lap chole. The green bead at the end of the device, i.e. Just in front of the bag, came off, causing the bag to end up in the abdomen because the bag comes loose from the tension spring. Comment from market implementation specialist: you can use the translation, however you can also use that the bag came loose from the metal prongs. It might be more clear for the engineers. Additional information received by email from applied medical representative on 21 and 29sep21: the bag fell off immediately upon deployment. The event date was (B)(4) 2021 patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag falling off the prongs as the tissue bag was not attached to the supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.